Event description:
Rptr had the implants implanted on 6/3/81. The procedure was for augmentation. She started having symptoms approx one yr ago. Rptr called dr's office and was told this was all a bunch of "media hype" and was not to worry; and they had not had a single pt have problems with their implants, even though they knew there were some who were having problems. Now rptr is quite concerned. She has a burning sensation deep in her breasts which will hurt for several seconds at a time. Sometimes her nipples have sharp pains which shoot into the breast. She has been having swollen joints and pains shooting into the joints. Rptr also has experienced severe sensitivity in her breasts where the slightest touch is extremely painful. She has been getting regular mammograms and checkups, but she has not been checked since her symptoms began. Rptr also called 12 offices of the american cancer society and they were still encouraging women to have implants if they had breast cancer and needed reconstruction. Rptr has muscle pain in both of her arms, wrists, and hands, that she never had before the past several months. She suffers from severe fatigue which is getting more pronounced, and she now is having migraine headaches if she gets too tired and doesn't get the rest she needs. Rptr gets a "hollow" feeling in her chest just because she is so fatigued. She is not doing so much that she should feel this degree of fatigue. She also has the swelling problems with her hands and feet. She has never had this before either. None of the symptoms are constant. She experiences different combinations of these symptoms at different times. It has only been within the last few weeks that she has started to wonder if her implants have begun to leak.